Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, missing shell and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening, three more striated openings, more than three punctured openings, wear abrasion and broken striated opening. A dimension measurement in the shell was performed which identified the thickness within specification. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening assessed as an unidentified (tear) opening, more than three striated openings assessed as surgical damage, more than three punctured openings assessed as surgical like damage, a broken striated edge in the side anterior side due to surgical damage and missing shell assessed as inconclusive.

Event description:
The device has been explanted.